Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury.this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Required intervention to prevent permanent impairment/damage. After review, it was determined no permanent damage was reported , this was incorrectly marked. Patient identifier was updated with the name, initial reporter was updated with phone number. Consumer and foreign was marked. Device was returned to manufacturer and device return was selected as yes. The report should have been sent for product problem.